Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report# 2916596-2017-00021. (B)(4). Approximate age of device - 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an lvad on (B)(6) 2016. It was reported that the patient¿s postoperative course that was complicated by driveline infection and chest wall hematoma. On (B)(6) 2016 the patient experienced sudden onset of a severe headache with mental status changes. The patient was diagnosed at an outside hospital with a large intraparenchymal hemorrhage. The patient¿s inr was 2.6, and treatment with mannitol, kcentra, and vitamin k was provided. The patient was intubated for airway protection, and was transferred to the implanting center. It was reported that the patient¿s vital signs were stable; however, neurologic exam revealed fixed and dilated pupils, and decerebrate posturing. The patient did retain gag reflex and the ability to breath over the ventilator support. CT scan of the head revealed that the intraparenchymal hemorrhage had worsened, and that there was increased compression of the brainstem. The patient also no longer had a gag reflex at that time. It was reported that the neurosurgery team could not perform any drainage interventions based on the patient¿s condition. After discussion with the patient¿s family, support was withdrawn and the patient expired on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported cerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.